Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died due to a bacteremia infection approximately one month post-cardiac resynchronization therapy defibrillator (crt-d) system implant. The patient was a participant in the adaptresponse clinical study. No further information was reported.